Event description:
This is a spontaneous report from (B)(4) of peritonitis in a (B)(6) male patient coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2010, the patient began treatment with dianeal pd2 ultrabag intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2010, the patient developed peritonitis. It was not reported if the patient was hospitalized for the event. On (B)(6) 2010, prior to antibiotic therapy, a peritoneal effluent analysis and culture were performed. The results of the analysis revealed a leukocyte count of 9500 cells/mm**3, with 99% neutrophils, 1% lymphocytes and 0% erythrocytes. At the time of this report, the culture result was unknown. On (B)(6) 2010, the patient was treated with fortum injection 1 gram ip once daily (continuing), vancomycin injection 2 grams ip loading dose (every 7th day), amikacin injection 10 mg ip once daily (continuing) and heparin injection 1000 iu ip three times a day (continuing). The outcome for the event of peritonitis was unknown. Dianeal therapy was ongoing. Per the reporter, the event of peritonitis was unrelated to the dianeal solution; the root cause of the peritonitis was unknown. The results of the peritoneal effluent culture, performed on (B)(6) 2010, revealed "no growth". The event of peritonitis had not resolved. On (B)(6) 2010, the patient expired. The cause of death was reported as sepsis. It was not reported if an autopsy had been performed. Reportedly, pd therapy was not discontinued prior to death, however it is unknown if patient was receiving therapy at the time death. The reporter stated the event of death was unrelated to the dianeal solution.

Manufacturer narrative:
(B)(4).the sample was discarded therefore no evaluation was performed. A product code is not available at this time; therefore a 510k number cannot be provided. Should additional information become available related to the event, the product code or additional investigation, a follow-up MDR will be submitted.